Event description:
It was reported that two polaris plug drivers had deformed tips from use. There was no patient impact. This is report one of two for this event.

Manufacturer narrative:
"Device evaluation anticipated, but not yet begun" was entered in error and cannot be removed. Inspection the returned device was examined. Visual inspection revealed deformation damage on the tip of the device. DHR review the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Potential root cause a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. Device usage this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.